Event description:
During the mapping and ablation procedure for ventricular tachycardia (vt), three applications of rf engergy were delivered using 20 watts, 60 seconds, and temperatures ranging from 42-28 degrees celsius. During the third rf application, the pt converted from vt to a low voltage sinus rhythm that was noted as pulseless electrical activity. Cardiopulmonary resuscitation with medication was attempted without success. A hand-held cardiac ultrasound was performed at this time and no perfusion was noted as well as no evidence of perforation or tamponade. The subject was defibrillated 19 times and was reintubated. The adverse event was reported as pulmonary edema resulting in death. The pt was pronounced dead at 0950 in 2004. The coroner as well as the family declined an autopsy.